Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a mayfield skull clamp had too much movement in the closed position. There was "quite a bit of movement" noted when the "clamp" was held in their hands. The unit was in contact with a patient at the time of this event. Additional clinical information has been requested.